Event description:
It was reported that the patient experienced a syncopal episode, resulting in a fall and facial lacerations and abrasions. The episode was believed to be a result of the implantable pulse generator (ipg) reaching end of life (eol). It was also noted that the ipg had "intermittent pacing due to battery exhaustion." It was also reported that the right ventricular (rv) lead had low pacing impedance due to a suspected lead fracture. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).